Manufacturer narrative:
Please find attached the corrected summary of our investigation. The associated complaint device was not returned for evaluation.

Event description:
It was reported the humeral nail screws backed out. A surgery was performed to replace the screws. The humeral nail remains implanted.

Manufacturer narrative:
A correction and represents an approximation based on data provided to us.(B)(4).

Manufacturer narrative:
Please find attached the corrected summary of our investigation. The associated complaint device was not returned for evaluation. (B)(4).